Event description:
The event involved a 102" (259cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave clear, dual check valve, 1.2 micron filter, luer lock. Where the reporter stated that vented spike used for lipid infusion noted to be leaking lipids. The infusion line was stopped and disconnected from patient. There was patient involvement and no adverse event.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. Lot history review the lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.